Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a video and a picture of the impacted set was provided. The visual inspection observed an external leak fluid from the drain bag. The reported condition was verified. The cause was supplier related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: the first affiliated hospital of (B)(6) medical university should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the effluent bag on a prismaflex m150 set during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.